Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 09/29/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: h3 investigation summary: one empty labeled winding former and a detached needle code1667 were returned for analysis. Upon visual analysis of the returned sample revealed that clip off defect was observed in the sample. The barrel hole was examined under 20x magnification and revealed a remnant suture. As per returned conditions of the sample no functional test was performed. The clip off defect observed during the visual assessment has been correlated to the manufacturing process. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the clip-off was identified during the investigation of the sample received. This product issue will be addressed through quality system.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained via: how many sutures separated from the needle during suturing on this one patient during this single surgical procedure? Please provide lot number for each involved product? How was procedure successfully completed? Please provide status of product return. Case was completed with another suture, unsure if same code. No patient harm reported. The lot numbers were provided in the complaint form same lot number for both. Procedure was successfully completed. Two sutures that I have sent back. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Event reported via: 2210968-2021-07817.

Event description:
It was reported that a patient underwent an unknown procedure in 2021 and suture was used. During the procedure, the suture got detached from the needle. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.